Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. No further details were given. Troubleshooting for the motor error was declined; the customer wanted a replacement pump. No products were shipped or returned since a replacement serial number was not provided on the required paperwork; no return material authorization was created.